Event description:
The aquamantys 2.3 bipolar sealer did not work when activated. The aquamantys generator was restarted; the hand piece was reinserted to verify the connection to the generator. The bipolar hand piece again did not work when pressing the activation button, then it suddenly started working, but only intermittently. A new hand piece was opened and it functioned properly with the same generator. No patient injury.